Event description:
It was reported that the external pulse generator did not power on completely, that the sensing lights flashed and the lower liquid crystal display oscillated but it did not power on fully. Several batteries were tried but the situation did not resolve. The generator was returned. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Main printed circuit board is out of electrical specification. Upper and lower cases and one bail cover are broken. One bail cover, ring cover, one bail, and ring are missing. Lead flex cover is contaminated. Battery contacts are compressed. Keyboard is scratched.